Event description:
There was an allegation of error messages and questionable results from coaguchek xs meter serial number (B)(4). At 1:33 pm, the result from the meter was 7.6 inr. At 1:41 pm, the result from the meter was 7.1 inr. At 4:00 pm, the result from a laboratory using an unknown reagent was 4.9 inr. The warfarin dose was withheld for two days based on the laboratory result. On (B)(6) 2022 at 1:25 pm, the result from the meter was 7.0 inr. At 1:50 pm, the result from the meter was 6.3 inr. At 4:00 pm, the result from a laboratory using an unknown reagent was 4.6 inr. The reporter used two different fingers for the tests on (B)(6) 2022 and on (B)(6) 2022. The therapeutic range was 2.5-3.0 inr and the reporter tests once a month.

Manufacturer narrative:
The reporter was receiving error 3 and error 8. Per product labeling for error 3: the test strip has expired. Check the meter¿s date setting. If it is not correct, set the correct date. For more information, see the meter setup section of this manual. If the date is correct, turn the meter off and remove the code chip and the test strip. Then use the code chip and a test strip from a new box of test strips. Per product labeling for error 8: an error occurred during the internal diagnostic test. Turn the meter off and remove the batteries. Wait at least 1 minute before re-inserting the batteries into the battery compartment. Re-set the date and time as described in the meter setup section of this manual. Caution: the date and time must be set correctly. Repeat the test. If you see the same error message again, the meter has a defect. Call the roche customer support center (B)(4) it was determined the reporter was testing using expired test strips at the time of the errors. The reporter was advised to test using unexpired test strips and to replace the batteries in the meter. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation - occupation was patient/consumer.